Event description:
The customer reported to olympus, the visera elite iii video system center had a picture failure on the pendulum monitors. The issue occurred during procedure. There were no reports of patient harm. Associated patient identifier: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) number: this device is not sold or distributed in the u.s., therefore there is no UDI. The device was not returned to olympus for evaluation. Once routing was reselected on the pendant monitors in the tigris, the issue was resolved, and then the pendant monitors worked as intended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to noise-receiving from a monopolar device on a monitor through a tigris/getinge (operating room integrated system) unit. Olympus will continue to monitor field performance for this device.